Event description:
It was reported via repair work order that the bed had six litter ground wires cut in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.